Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations had an error indicating that the data might not have been current. A technical support specialist (tss) connected to the enterprise server and performed a site status check to confirm that system processing was functioning correctly. The tss restarted the enterprise server services, monitored the system to ensure that all data was current with no issues observed, contacted the pharmacy to confirm system status, and received confirmation from the customer that everything was working correctly, along with approval to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations had the error data may not be current. However, there were no delays, adverse events or injuries reported based on this event.